Event description:
Patient presented back to the physician with an infection at the chest and neck incisions. Physician prescribed oral and topical antibiotics. Patient presented back to the physician with the stimulation lead exposed at the neck incision. Physician brought the patient into the or, observed signs of infection, and removed the entire inspire system.

Event description:
Patient presented to the physician with a seroma, wound dehiscence, and infection at the chest incision. Physician prescribed antibiotics. Physician brought the patient into the or and drained the seroma. Patient was started on IV antibiotics and a sample was taken which returned negative for mrsa. This resolved the issue.